Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the device misfired. It was not noted how the case was completed. There was no patient consequence.